Manufacturer narrative:
(B)(4). Date sent: 11/24/2023. D4: batch #892a61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the halves mixed and with the right locks anvil shroud broken with no reload present. Further analysis shows that the anvil was not seated properly on the distal end from the anvil channel due to the two posts on this area were broken. Due to the condition of the device no functional test was performed. The event reported was confirmed and it is related to improper use of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Channel: 892a61. Anvil: 255c79. A manufacturing record evaluation was performed for the finished device batch numbers 892a61 and 255c79, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? There was no patient consequences.

Event description:
It was reported that during a whipple procedure the anvil half is getting dislocated from the attachment the procedure was successfully completed.